Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump data and time suddenly change due to an unknown cause. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to insulin pens for insulin therapy.